Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had a failed permanent trial due to severe abdominal pain. The physician was not sure if the lead caused it. The patient underwent an early lead pull. The patient was doing well postoperatively.